Event description:
Boston scientific crm received information that following the implant procedure, the dextrus atrial lead dislodged and this dextrus right ventricular lead exhibited undersensing. Both leads were successfully repositioned in a revision procedure. No adverse patient effect were reported.